Event description:
It was reported that during a gastric bypass procedure, the device fired malformed staples in the middle of the staple line. No buttressing material was being used and the device was fired with a white reload. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Eval summary: the analysis results showed that one ec60 device was returned with no visual non-conformances and with a fully fired reload loaded on the device. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.